Event description:
Per the clinic, the device was explanted on (B)(6) 2021 due to device non-use. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
This report is submitted on november 11, 2021.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached. This report is submitted on february 22, 2022.